Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of near-fatal pulmonary embolus (pe) was scheduled for placement of an inferior vena cava (ivc) filter prior to a colon resection. The right common femoral vein was accessed percutaneously and a wire was placed up into the ivc without any difficulty. An 8-french sheath was placed into the ivc and an inferior venacavagram performed demonstrated the level of the renal veins as well as the iliac bifurcation. The filter was passed up into position and deployed in an incorrect position. A retrieval device was placed through the left groin and the filter was removed in the standard fashion. Another filter was placed in appropriate position in the infrarenal vena cava. It was deployed satisfactorily, and an inferior venacavagram confirmed perfect placement. The sheaths were removed from the groins and single hemostatic stitches were placed in the groins. The patient tolerated the procedure well. Approximately six years post filter deployment, the patient developed bilateral lower extremity swelling and worsening shortness of breath and was admitted and found to have bilateral lower extremity deep vein thrombosis and pe. This was thought to be the result of the filter which had likely became a nidus for clot formation. The patient was followed by vascular surgery who would monitor the filter and consider removal if there was evidence of other filter-related complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. Approximately six years post filter deployment, the patient developed bilateral lower extremity swelling and worsening shortness of breath and was admitted and found to have bilateral lower extremity deep vein thrombosis and pe. This was thought to be the result of the filter which had likely became a nidus for clot formation. Based on the provided medical records, the investigation is inconclusive for any deficiency with the filter. The origin of the pe is unknown at this time. The relationship between the filter and the experienced pe is unknown. No objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that after an unknown amount of time post inferior vena cava (ivc) filter deployment, the filter was allegedly unable to be retrieved and resulted in bilateral deep vein thrombosis (dvt), lower body edema and leg pain; however, no reported attempts were made to retrieve the filter. Based on a review of the medical records received, the patient with a history of pulmonary embolism (pe) had a filter successfully deployed without incident. Approximately six years post filter deployment, the patient developed bilateral lower extremity swelling and worsening shortness of breath and was found to have bilateral lower extremity dvt and pe. Vascular surgery would monitor the filter and consideration for its removal would be made if there was evidence of other filter-related complications. No additional information surrounding this event was provided in the medical records received.